Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The determined faulty part was not returned for investigation and the ventilator's logs were not received for evaluation. Therefore no investigation has been performed and the root cause of the reported failure has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).